Event description:
It was reported that during a da vinci s prostatectomy procedure, the plastic part on the permanent cautery hook instrument broke off and fell into the patient. The broken piece was retrieved. The planned surgical procedure was completed and no patient harm adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument tip did not have any broken parts. The instrument also passed electrical continuity testing. Engineering also observed that the edge of the proximal clevis is melted and has char marks, indicating that an arcing event occurred. Disassembly of the instrument found that the electrical wire insulation located at the proximal end of the main tube exhibits damage. Engineering concluded that damage to the electrical wire insulation mostly likely caused the instrument to arc.